Event description:
Pt was implanted with elevate anterior on (B) (6) 2009. Pt had post-op blood pressure problems, subsequently developed severe hypertension and also suffered a mild stroke. Add'l info received from the physician stated that pt's blood pressure has been labile and very elevated, this has been difficult to control since her surgery. During the surgery, her blood pressure was also labile and required medication. He suspects the hypertension is not related to the mesh.

Manufacturer narrative:
Pt's blood pressure has been labile and very elevated, she required medication. The device was not explanted. Serial number history review, no similar events were found. The physician reported there was not product failure and he suspects the hypertension is not related to the mesh.